Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft delivery system and its components were implanted into pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that during the advancement of the bifurcated stent graft the right external iliac artery was ruptured. The physician left the stent delivery system in the pt to maintain the control of the blood pressure. It was reported that the retroperitoneal incision was created and conduit was sewn in and the device was implanted. The procedure was uneventful and no additional clinical sequelae were reported. It was reported to medtronic that the pt expired for an unknown reason 6 months post implant.